Event description:
Related manufacturer report number: 2916596-2022-12841. It was reported that the patient passed away on (B)(6) 2022. Additional information revealed that, during the initiation of comfort care measures, the patient's controller appeared to stop and the pump running symbol turned black. Acute patient symptoms had been occurring during patient comfort care evaluation and initiation. Log files were submitted for review due to potential pump obstruction or thrombosis. Review captured a sudden onset of persistent low flow events on (B)(6) 2022 at 09:39. At 09:43 the pump appeared to have been disconnected from the controller and the controller was powered off. The pump was not explanted and will not be returned. The controller was to be returned for evaluation. Additional information revealed that the cause of death was septic shock due to a new diagnosis of cancer during their last admission.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned system controller, serial number (B)(6) , revealed that the pump running symbol leds on the user interface were dim. The dim leds did not affect the system controller ability to operate a test pump during analysis at different speed settings. The data log file was successfully retrieved and the recorded data revealed normal operation from july 30, 2022, to august 5, 2022 when at 2:26 pm the flow decreased from ~4-4.9 lpm range to 3.5-3.7 lpm and at 4:47 pm decreased below 2.5 lpm resulting in a low flow hazard alarm. The system continued to maintain the set speed with the low flow condition until 9:43 pm when the pump was disconnected and the power cables were disconnected from the external power source. The last entries, recorded on august 11,2022 from 12:17 pm to 12:18 pm, appeared to be related to the process of retrieving the log files. Incidental findings: green residue in the power cables assembly. Heartmate ii lvas IFU, rev. C (section 7), heartmate ii patient handbook, rev. B (section 5), under alarms and troubleshooting, describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii lvas IFU, rev. C (section 2 system operations), informs the user how to access the pump parameters on the system controller user interface screen, including speed, flow, pulsatility index (abbreviated as ¿pi¿ on the screen), power, and charge status of the system controller¿s backup battery (11 volt lithium-ion). Heartmate ii lvas IFU, rev. C, and heartmate ii patient handbook, rev. B, both of which cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. No further information was provided. The manufacturer is closing the file on this event.